Manufacturer narrative:
Visual analysis of the returned device identified: deformation, yellow particles and fold creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side seroma. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is late onset seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side seroma. The device has been explanted.